Event description:
The customer's pump had blank display after they changed the batteries. Bgs were not treated yet. It was stated that moderate to large ketones were present. The customer felt some stomach pain and possible dehydration. Instructed the customer to remove the batteries for five minutes, then two hours if the display does not come back, or return the device if the display does not show up after two hours. Two days later the customer's spouse called back to inform that the customer has been hospitalized for high bgs. The spouse stated that the pump has rested since then and after changing the batteries the display is still blank.